Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.

Event description:
During the procedure, the stent was inside the patient, correctly positioned on the lesion, but not deployed. From the start of the inflation, the physician detected a contrast product leakage on the scopy picture. He stopped immediately the inflation, so that the stent was not deployed. He removed the device (stent and sds) from the patient without any problem. Information regarding the target lesion and vessel characteristics was not available. There was no difficulty advancing the sds.